Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. During guided troubleshooting with beckman coulter technical support, the customer performed a system check which failed and was resolved by replacement of the aspirate probes. The access 2 immunoassay system IFU (instructions for use) describes proper aspirate probe cleaning and replacement procedure at weekly maintenance. The system check failure mode evidenced in the data provided by the customer is consistent with compromised aspiration due to dirty or improperly cleaned aspirate probes. Compromised aspiration could cause falsely elevated rlus and result in erroneously high results for sandwich assays such as access accutni+3. In conclusion, the cause of this event was determined to be use error. The customer was running the access 2 immunoassay system with dirty or improperly cleaned aspirate probes.

Event description:
On (B)(6) 2016 the customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for two patients on the laboratory's access2 immunoassay system (serial number (B)(4)). The customer reported that the results were released from the laboratory. After guided troubleshooting with beckman coulter customer technical support resolved the use error caused system issue, the customer was instructed to review all samples processed on the system after the last acceptable quality control run. Upon review and reprocessing of patient samples, the customer reported that additional erroneous access accutni+3 results had been discovered. Customer-provided data indicate that corrected reports were issued for fifteen patients overall. The customer reported that two patients had been admitted to a medical facility and had been treated with intravenous heparin as a consequence of erroneous troponin I access accutni+3 results. The customer did not provide further patient information and did not identify which two specific patients had been treated. This MDR will address the change in patient treatment for one of the patients and MDR 2122870-2016-00276 will address the change in patient treatment for the other patient. The customer indicated that the patient samples in question were collected in 13x75 lithium heparin tubes which were centrifuged for 10 minutes at 3500 rpm (rotations per minute). No sample integrity issues were noted. The customer reported that access accutni+3 qc (quality control) was assayed on the system after the erroneous results were detected and that the values generated were outside the customer's established ranges high for all levels.